Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument front end of the jaws was unable to close. It was found that the jaws were bent. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have two severely bent grips. The grips were found to have torsional damage. The grips were not found to have cracking damage. Additionally, the instrument was found to have charring and localized melting at the yaw pulley near the conductor wire. The conductor wire insulation was not damaged. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.